Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms due to occlusion during the prime function. During testing, the pump rewind, load and prime steps performed successfully. The pump was exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.